Event description:
An Impella CP device was inserted via the right femoral artery in a 54-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (AMI/CGS). The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage D. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. The patient was reported to be on an Intra-Aortic Balloon Pump (IABP) prior to implantation of the Impella. The patient's history is notable for coronary artery disease (CAD). After implantation of the Impella CP, pink tinged urine was reported. The Impella was reported to be malpositioned for a period of time with the inflow near the aortic valve. As a result, the device was advanced. It was reported that the patient was escalated to an Impella 5.5 later that day unrelated to the hematuria. The patient was still reported to be in SCAI stage D as well as being supported with vasopressors and inotropes prior to escalation to the Impella 5.5. The hemoglobin levels remained within range at 14 g/dl during the event. The patient survived with no additional adverse events reported. While on support, the Impella CP device operated at performance level 5 with expected flows of 2.6 Liters/minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter sodium bicarbonate. Pump metrics and purge solution was obtained via the flowchart. Hematuria is consistent with malposition of the device. The reported pink tinged urine was most likely related to the temporary malposition of the Impella device.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.